Event description:
A third-party service agent contacted physio-control to report that their customer's device failed to power up during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
The issue was isolated the cause to the system pcb assembly. The repair of the device has not yet been completed due to part obsolescence. The third party service provider was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and further cause of the reported issue could not be determined.

Manufacturer narrative:
The third-party service agent informed that a replacement device was offered, however the customer declined the offer. The device has been scrapped and removed from service.

Event description:
A third-party service agent contacted physio-control to report that their customer's device failed to power up during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device failed to power up during inspection. There was no patient use associated with the reported event.